Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an ophthalmic operating console and handpiece was used for the cataract surgery. Post to the cataract surgery the patients experienced the events corneal edema which results in the bad visual outcome. The corneal edema of these patients were being monitored for the past three weeks but still no significant improvement. Additional information has been requested and none received till date. This report pertains to phacoemulsification handpiece involved in this reported event.

Manufacturer narrative:
The product under investigation is not a serviceable device. Therefore, a service record review was not performed. The sample has not been received for testing on this investigation. Based on the information obtained, the root cause of the reported event is inconclusive. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that a patient underwent cataract surgery with multifocal lens implantation for clear lens exchange using an ophthalmic operating handpiece. At one week post-op, the patient exhibited corneal edema with visual disturbance in the right eye, for which the patient was treated with corticosteroids and sodium chloride eye drops. The physician saw the patient at three months follow up from procedure and it was observed that the patient had not yet recovered. An additional follow up appointment was scheduled with the physician; however, the patient was fully recovered at this time. This complaint is pertaining the nine of thirty-five reports received from the initial reporter.

Manufacturer narrative:
The product under investigation is not a serviceable device. Therefore, a service record review was not performed. However, a phacoemulsification (phaco) handpiece (hp) was returned for testing on this investigation. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. Qss were opened for the events that occurred with the demo and replacement systems, and at other dates with different patients. The investigations will mirror this investigation. The handpiece was received for testing on this investigation. A visual assessment of the returned sample revealed no obvious non-conformities. The handpiece was connected to a calibrated resistance breakout test box, where the connection between the input and output impedance of the sensor was found to be within specifications. When the handpiece was connected to a calibrated breakout test box, both the resistance and dissipation between low electrode and high electrode were found to be out of specifications. A flow rate test was performed on the irrigation and aspiration lines of the handpiece which found the handpiece to fail specifications. The handpiece channels were inspected with a borescope which revealed no obvious nonconformities. The returned sample was connected to a calibrated system. The handpiece tuned successfully and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. The handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements which found the handpiece to meet specification. As the borescope test did not reveal any nonconformities, a second set of a visual and functional assessments were performed on the handpiece to confirm the prior results. A particulate test was performed in which no particles were found. The handpiece was connected to a calibrated resistance breakout test box, where the connection between the input and output impedance of the sensor was found to be within specifications. When the handpiece was connected to a calibrated breakout test box, the resistance between low electrode and high electrode was found to be out of specifications. A flow rate test was performed on the irrigation and aspiration lines of the handpiece which found the handpiece to then meet specifications. When connected to a calibrated system, the handpiece tuned successfully and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. The handpiece was connected to dtf for stroke length testing on the longitudinal and torsional movements which found the handpiece to meet specifications. The handpiece was returned to in which no functional problem was found as related to the reported events. The nonconforming specifications related to resistance, dissipation, and flow are not related to the reported corneal edema. The customer reported event was not able to be confirmed. Based on the information obtained, the root cause of the reported events is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.